Event description:
It was reported that the patient presented to the hospital with a slow vt. Thresholds were high and atp therapy was not successful, although defib therapy was. An x-ray revealed that the lead had perforated the heart. Further information received notes that the physician elected to avoid a complicated surgery and left the lead where it was, protruding into the pericardial sac. The physician then implanted a new hv lead with no further complications.